Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the glass cap can rotate off center; the complaint of detached fiber could not be confirmed. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a procedure the "fiber cap detached.".it was reported that an alternative method was used (turp) to complete the procedure. No patient injury was reported. Additional information was not reported.